Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "the balloon did not inflate". Additional information states that a second catheter was used to contine therapy, which was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".